Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: from the received piece and information it is not possible to determine the root cause of the event, as no critical or particular signs were visible on the stem.

Manufacturer narrative:
On july 31st 2019 we received the information that the device is not available.

Manufacturer narrative:
Batch review performed on 27 may 2019: lot 115655: (B)(4) items manufactured and released on 13-feb-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: revision surgery occurred 6 years after cementless total hip arthroplasty in a (B)(6) year old man. No information concerning patient general health and presence of comorbidities is available. Reportedly, the cause for replacement is femoral inflammation, which is unclear. The images supplied are of little help. The information provided is not sufficient for a final assessment. Preliminary investigation performed by r&d project manager: few scratches on the femoral neck. From preliminary investigation it is not possible to highlight any particular sign related to the revision cause.

Event description:
Revision surgery performed 6 years and two months after primary surgery due to femoral inflammation. Stem and head have been revised.